Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme temperature. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.